Event description:
A file separated in the canal during a procedure. The pt is scheduled for follow-up treatment, though outcome of the event is unk as of this report. Please note that the date of event indicated is approximate.